Manufacturer narrative:
(B)(4) the device was manufactured january 26, 2015 ¿ january 28, 2015. The device was received for evaluation out of its original package. Visual inspection revealed that the blue winged luer cap was missing. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a half day infusor was missing. This was noted before patient use. There was no patient involvement. No additional information is available.